Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. During the procedure, the stent was unloaded upon deployment. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported the stent had completely dislodged in the sheath under fluoroscopy when it almost reached the lesion. The stent was not re-constrained during withdrawal. The sheath and the dislodged delivery system were slowly pulled out all together from the patient. The stent was found to be completely deployed and expanded in the sheath.

Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. During the procedure, the stent was unloaded upon deployment. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.